Event description:
Staff simply describes complication as "leaking" in their report. Two dressing changes occurred between insertion date and removal date.

Manufacturer narrative:
The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.